Event description:
(B)(4). I have been bleeding since I had it placed 3 weeks ago. Extreme bloating, headaches, itching all over body, extreme pelvic pain, back pain, joint pain, and muscle pain, feeling sick all the time and wanting to sleep all the time, having to take tramadol for the pain, I am in seen my doctor twice and my family doctor once for the problems I have had so far, waiting for surgery date to have essure removed due to all the problems I am having ever since it was put inside me.